Event description:
The manufacturer received request for preventive maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed to recognize ac power. The power supply was replaced to address the issue. Additionally, during the evaluation of the device at the manufacturer's service center, the silver frame around the power button was found to be missing, vanity cover assembly was replaced. Dust/dirt contamination was confirmed on the flow sensor, blower assembly, blower bellows seal, inline proximal filter. These parts were replaced to address the issue. There was no report of error/malfunction due to contamination of parts. These issues are not related to the reportable malfunction/issue concerning the power supply.